Event description:
A patient with acute hypoxic respiratory failure was intubated and placed on a full ventilator support x 3 hrs when the nurse went into the patient's room because it was "too quiet." The nurse observed that the ventilator was not blowing air/was not ventilating the patient, nor was the vent alarming. The patient was immediately placed on a different ventilator and there was no adverse effects related to the malfunctioning ventilator noted. The manufacturer representative came and replaced the gas delivery engine and the unit tested ok and was placed back in service.preventative maintenance (pm) is performed on this device every six months and there was a pm performed approximately 5 months prior to this event. Another pm was performed on the device as scheduled one month after the event and part replacement.